Event description:
It was reported that the pressure guide wire was initially recognized and zeroed correctly, however, the error message of "attach to wire" displayed as the wire was passed through the 6fr guiding catheter, proximal to the targeted lesion. The physician had previously shaped the tip of the pressure guidewire in the wire introducer with his finger and did not experience any resistance or steerability issues. Having experienced this occurrence of "attach to wire" message with two pressure guide wires during this case, the physician chose to complete the procedure using ivus. The patient was then released from the hospital according to the original treatment plan. No patient injury occurred.

Manufacturer narrative:
(B)(4). The device was received in damaged condition with multiple kinks and shaped tip. The soldered dome was slightly corroded. The pressure sensor was cracked. The signal test was performed and the wire was not recognized and could not be zeroed. The "attach wire to connector" message was produced. The wire failed signal test. The damaged to the pressure sensor resulted to an open electrical circuit to the device and was likely the cause of the signal failure. The corroded tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The tip dome is present to enhance smooth tracking and reduced resistance during the advancing of the wire. There was no report of wire handling difficulties. A corroded tip dome could contribute to decrease wire handling performance. The patient did not require additional interventions and no symptoms of vascular injury (myocardial infarction, ischemic ECG changes, vessel spasm) or adverse events occurred. In the event that all or part of the corroded dome remained in a coronary artery, the patient would possibly have experienced the aforementioned vascular events. The initial report from the customer did not include any report of a damaged tip soldered dome. From the time the wire was removed from the patient and returned to volcano corporation, it is unknown as to how the exposure to extrinsic factors (elapsed time, body fluids, returned packaging technique) could have affected the overall condition of the wire. It is likely that the wire left the manufacturer with the dome intact. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The complaint database was reviewed and no other complaint regarding this same lot and this same problem was found. The observed corrosion of the distal tip dome is being investigated by the manufacturer. If additional information becomes available at a later date, an updated report will be submitted.